Event description:
It was reported that a loss of capture was observed on the right ventricular lead of an asymptomatic patient. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the lead also exhibited undersensing, noise, and a high pacing threshold.